Event description:
Customer reports to have received a button error alarm. Customer also reports to have slipped and fallen causing chipping on the screen display. Customer's blood glucose was 112 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received no button response due to flattened esc button dome switch. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.